Manufacturer narrative:
Additional information: section h.6. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and rework was noted; however, it is not believed to be related to the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a decrease in performance. A review of the recipient's test data indicates impedance issues; despite the device testing within normal limits. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9, h.6. Corrected information: section b.5 advanced bionics considers the investigation into this reportable event as closed. The device testing was not within normal limits. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed electrodes were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.